Manufacturer narrative:
Unknown/ not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is prior to jan 26, 2024. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown, information not provided. Section d6b: if explanted; give date: unknown, information not provided. Section e1: initial reporter establishment name: unknown, information not provided. Section e1: initial reporter's address, city, state and zip code: unknown, information not provided. Section e1: initial reporter's telephone number: unknown, information not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that he recently had issues with the optics of the enhance intraocular lens (iol) in two patients. That the patients both described their vision as "moving", "feels like I am on a boat". The lenses were exchanged which solved the issues. No further information was provided. This report is for the second reported explant on the second patient. A separate report will be submitted for the first explant event on the first patient.